Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100688457, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400023, serial number: n/a, batch/lot number: 1100618952, model/catalog description: balloon fgs 51-60 cmh2o, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence several months post implant. Suspecting fluid loss, a surgical procedure was performed during which time the entire device was removed and replaced. Upon testing the aus outside the patient, a hole was observed in the cuff. No further patient complications were reported.